Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v246144, implanted: (B)(6) 2009, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v246144, implanted: (B)(6) 2009, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from the consumer that reported there was a blank screen on the patient programmer (pp). Their movement issues had returned. They had not checked the device with their programmer. The programmer did not power on. They got new batteries and installed them in the pp. They were able to connect with both implantable neurostimulator (ins) and both sides showed on and okay. This resolved the pp issue. The patient had intermittent/erratic therapy. The patient was shaking and their movement disorder was not under control. In the last 4 days, the patient was shaking. They couldn&#38176;be still for a dental x-ray. They changed his medication all of the time. He fell on his back the day prior to report. They had a lot of anxiety and the clonipin was not doing its job. There were no trauma or falls that could be related to the issue. The symptoms had returned prior to the patient's fall. The patient was going to see their health care professional (hcp) the day after report. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what troubleshooting was performed, what actions/interventions were taken to resolve the issue, and was the cause of the movement issues determined.